Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture (loc). The replacement procedure was successfully performed, this lead was capped and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.